Event description:
It was reported from italy that the quick coupling device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and noted that the device was returned incomplete. It was noted that parts of the device were missing. It was observed that the bearing was not functioning. Therefore, the reported condition was confirmed. However, an assignable root cause was undetermined as the device was returned incomplete. If additional information should become available, a supplemental medwatch report will be submitted accordingly.